Manufacturer narrative:
Follow up #1, submitted 7/27/2015: a review of the complaint record indicated that the complaint was received by animas on 7/1/2015, not 7/7/2015 as previously reported.

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a dim display issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation follow-up #2: submitted 09/09/2015: the device was returned to animas and evaluated by product analysis on 08/17/2015 with the following results: the display has a dim reddish tint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.